Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hyperglycemia followed by hypoglycemia while using the ilet bionic pancreas, associated with not announcing meals and subsequent algorithm-driven corrections; the user also reported overtreating lows and using meals as corrections, and received troubleshooting and education on the correction algorithm and meal announcements. Symptoms included hypoglycemia and hyperglycemia. Outcomes included transient functional impairment due to fluctuating glucose requiring self-management without medical intervention. Investigation included a review of device history, complaint history, user technique, and clinical use patterns. Investigation of this case revealed user-related factors, including omission of meal announcements and overtreatment of hypoglycemia, contributing to glucose variability, with the device performing as designed. It was concluded that the event was related to user technique and behavior, and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.